Manufacturer narrative:
Medical notes were received and transferred to bioengineering for review. A report was received from bioengineering stating that the complaint is incorrectly attributed to the implants and not the femoral trial ¿ the fracture occurred during impaction of trial. No instruments were returned for analysis so the parts could not be checked. The complaint was reported to be procedure related. No device defects were reported. Notification was received stating the further information with regard to the trial is not available. As no product and lot numbers of the trial were received a complaint database search and manufacturing review could not be conducted. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Lateral femoral condyle crack. Fixed with screws during surgery (B)(6) 2014. Patient will mobilise with a hinged knee brace for six weeks. Update apr 26, 2017: additional information received - alert date apr 26, 2017. Ae received for vomiting, noted to be related to previous ae of subacute bowel obstruction secondary to adhesions. Event meets the definition of serious and is considered moderate. Event is not related to the device and possibly related to the procedure. Patient received medical intervention and the event is now recovered/resolved. See (B)(4) for information. Update june 22, 2017: medical records have been reviewed. Intra-op procedure note indicates a lateral femoral condyle fracture occurred during trial placement. The undisplaced crack was fixed with two ao small fragment cortical lag screws with washers. Follow up appointment for bowel obstruction indicates patient is well and denies any significant gi symptoms. Patient harm code was changed to bone fracture intra-op major. Unk depuy attune femoral trial will be added and reported for the serious injury of bone fx intra-op. Updated 7-10-2017.